Event description:
While in the patient, the decanav ep catheter was unable to generate the matrix. The catheter was removed and replaced with no reported harm to the patient. Manufacturer response for intravascular catheter, 7fr x 115cm decanav catheter, f curve, 2mm tip, 2-8-2 mm spacing, 10 poles (per site reporter).